Event description:
This report was obtained from a doctor at a poster session of clinical rheumatoid association. Reporter who conducted total knee arthroplasty (tka) to the patient stated the following at the poster session: it is suggested that a frequent intra-articular injection of sodium hyalornate made the osteoarthritis of the knee advanced. The utility of sodium hyaluronate is being well known though; it should be necessary to consider that some side effect, invalidity, and aggravation exist in sodium hyaluronate. In 1997, a patient experienced a pain in their left knee. The pain appeared on their right knee, too. From 1999 to 2002, they have received an injection of sodim hyaluronate solution to their left knee once a week, and received its injection to their right knee only 2 or 3 times during 3 years. In 2002, the pain of both knees intensified. The pain of left knee was more painful. Three months later, the patient was referred to dept. Of orthopedic surgery. Two months later, the patient was hospitalized for tka of both knees.